Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the polyimide tubing was confirmed and the cause appeared to be use related. The product returned for evaluation was a 3cg stylet. A kink in the polyimide tubing was seen 1.6cm from the distal tip and white residue was seen on the core wire. The inner support wire at the kink site contained a sharp kink which was indicative of a severe kinking event. The angle and severity of the kink in the support wire was recreated in the lab by kinking the test stylet by more than 90°. Kink angles less than that did not match the degree to which the complainant support wire was kinked. Similar kinking was also recreated on a test sample by extending the stylet past the catheter tip and kinking it back against the catheter. The core wire was also observed to be bent at the proximal edge of the t-lock (20.7cm from the yellow wing tab). The observed damage was not likely to have occurred during manufacture or shipment due to the conditions required. During the assembly process, each stylet is inspected for damage and procedures are in place to assure the stylet is not damage following assembly into the catheter. A lot history review (lhr) of recq2189 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 3cg stylet was noted to be bent after "normal" placement of the PICC. On 07/17/2018: sample evaluation found stylet to be severely kinked.